Event description:
New information received notes that the patient was presented at the hospital for a scheduled generator changeout. The right ventricular (rv) lead was over-sensing noise. The physician elected to cap and replace the rv lead on (B)(6) 2024. The patient was in a stable condition throughout.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Review of transmissions revealed the right ventricular (rv) lead exhibited noise. No intervention or patient condition was reported.